Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The splines were bent and displaced and the pellethane tubing was torn. The distal coupler was also displaced. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported removal difficulty and physical damage is consistent with damage during use.

Event description:
This report is to advise of exposed wiring found on the catheter during analysis.